Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm was noted. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm during bolus. The customer's blood glucose was 220 mg/dl at the time of incident. The customer was assisted in performing 5.0 unit fixed prime and insulin did exit. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.